Manufacturer narrative:
The event occurred in (B)(6). No strips were returned.

Event description:
Caller tested 6.8 inr and 6.5 inr on the coaguchek xs plus system while a comparison lab returned as 3.5 inr. Patient's warfarin was discontinued for 3 days. No adverse event reported. Requested return of suspect system and replacement was sent.